Event description:
It was reported that the inflatable penile prosthesis (ipp) reservoir herniated. The patient underwent a revision procedure in which only the reservoir was explanted and replaced.

Event description:
It was reported that the inflatable penile prosthesis (ipp) ectopic reservoir herniated down in the pelvic area. The patient underwent a revision procedure in which only the reservoir was explanted and replaced without adverse patient effects.